Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient had an episode and interrogation did not show the episode. They were able to get it on the second telemetry attempt. Discussed that it was likely poor telemetry connection. No adverse events were reported.